Event description:
It was reported that during meniscus repair surgery, the ultra fast fix implants deployed simultaneously. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported curved ultra fast-fix assembly devices used in treatment, was returned for evaluation. The information provided states: ¿during meniscus repair surgery, the ultra fast fix implants deployed simultaneously¿. Visual assessment confirms complaint. The depth limiter was cut to surgeon¿s desired length. The delivery needle was bent. One t was returned. Suture was cut and free from delivery needle. An exact root cause cannot be determined. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.